Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product or data logs were returned for evaluation. The root cause of the optical signal issue could not be definitively determined as no product or data logs were returned for evaluation and limited clinical details were provided. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction complicated by cardiogenic shock. During shockwave, the pump lost the optical signal. Support was continued despite the alarms. The device was successfully weaned and explanted. No patient harm was reported.